Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number," e2 and e3 fields were corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, fluid invaded the scope connector during device handling by the user. The fluid invasion caused abnormality of electronical component as a result no image event occurred. In addition, the insertion section had physical stress during user handling resulting in the coating peeled off. The "no image" event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." The "no image" event can be prevented by handling the device in accordance with the following section of the instructions for use: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The "coating at insertion section peeled off" event can be detected by handling the device in accordance with the following section of the instructions for use: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The "coating at insertion section peeled off" event can be prevented by handling device in accordance with the following IFU: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -operation: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube -compatible reprocessing methods and chemical agents: detergent solution: use a low-foaming and neutral ph detergent that is labeled for use on medical device, which may or may not contain enzymes. Follow the instructions provided by the detergent manufacturer regarding concentration, temperature, contact time, and expiration date. Contact olympus for the names of specific brands of detergent solution that have been tested for compatibility with endoscopes and accessories." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been requested regarding this event; however, it has not been received. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: no image is visible on the screen with no error message, moisture ingress found in the connector, corrosion detected on the electrical connector unit connecting parts as well as on the electronic export information-flexible circuit board, the charged coupled device-flexible circuit board, and the switch flexible printed circuit unit golded-plated section, peeling of the coating of the insertion tube, the rubber glue was separated, and the plastic distal end over of the distal end is damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii bronchovideoscope had no image showing. There were no reports of patient harm associated with this event.